Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 2gpef03 for evaluation. An in-house testing was performed with the returned meter and test strips using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
A caregiver (customer's wife) from canada called on behalf of her husband to report that a blood glucose reading of 20 mmol/l at 4:00 p.m. Was obtained with the contour next one meter. The customer ate dinner, took insulin based on the reading of 20 mmol/l and went to bed. At 8:00 p.m., the customer started experiencing symptoms of hypoglycemia which were described as pallor, tremors, sweating, and headache. Another testing was performed at this time and a reading of 1.4 mmol/l was obtained. The customer went into diabetic coma. The caregiver called an ambulance and the customer was taken to the hospital. The caregiver stated that while the ambulance was arriving, she performed additional tests and obtained readings of 8.9 mmol/l and 2.4 mmol/l within 10 minutes. In the hospital, the physician performed more tests and the blood glucose readings obtained were different from that obtained on the meter. No specific readings were provided. The customer was given glucose in the hospital and his medication and diet were changed. The customer is stable, but was still hospitalized at the time of call. The caregiver was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.